Manufacturer narrative:
This report is being filed on an international product, list number 04j27-84 and there is a similar product distributed in the us, list number 2p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false non-reactive architect hiv ag/ab combo and provided the following data: roche platform was 6.2. Abbott alinity was 0.4 s/co negative. Abbott architect was negative (no value provided). Colloid gold and elisa method were both positive. The sample has been sent to a reference lab for further testing. Patient data: 33-year-old with a urinary tract infection. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer reported a false non-reactive architect hiv ag/ab combo and provided the following data: roche platform was 6.2. Abbott alinity was 0.4 s/co negative. Abbott architect was negative (no value provided). Colloid gold and elisa method were both positive. The sample has been sent to a reference lab for further testing. Patient data: 33-year-old with a urinary tract infection. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any non-conformances or deviations with the complaint lot. Ticket search by lot did not identify an increase in complaint activity. Trending review did not identify a related trend regarding commonalities for complaint lot number and customer reported issue. In-house testing was conducted with an in-house retained kit of lot 57126be00. Testing concluded that the lot generates the expected results. Additionally, testing evaluated the clinical sensitivity with a commercially available seroconversion panel (zeptometrix hiv 9016), which concluded that the reagent lot detected the same bleeds as reactive indicating that the sensitivity performance is not negatively impacted. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the architect hiv ag/ab combo reagent lot number 57126be00.